Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: as received, commissure 2 appeared to be pushed outwards, as evident in the x-ray. This may have led to 2-3mm tissue tears at the free margins of leaflets 1 and 2 at commissure 2. The wireform was exposed at commissure 3 due to cuts in the sewing fabric. The above disruptions are more likely mechanical damage that occured at the time of explant. The valve exhibited heavy calcification in the cusp area of all three leaflets. Heavy calcification was noted at the free margins of leaflet 2 and 3 at commissure 3; tears were noted in the described region and measured to approximately 3-4mm. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, moderate to heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 5mm. Host tissue overgrowth is minimal at the stent outflow. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation indicates calcification and pannus growth as the primary causes of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, patient medical history was not provided, however, the (B)(6) 2000, implant operative report indicate that the patient's native valve was a severely calcified bicuspid valve. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported that an edwards' bioprosthetic aortic valve was explanted after an implant duration of approximately 10 years. As per the explant operative report, "the prosthetic valve was clearly stenotic with a very thickened leather-like leaflets".